Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. No crack behind the pump near the battery compartment noted during physical inspection.

Event description:
It was reported that the insulin pump had a long crack beginning from the top of the insulin pump and all along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.